Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: d154awg ICD, implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead was replaced due to a chronic perforation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right atrial (ra) lead was extracted due to chronic atrial fibrillation. Analysis revealed the lead sustained explant damage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.